Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
This report is filed february 5, 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014, and the patient was reimplanted with another device during the same surgery. This report is filed november 11, 2014.

Event description:
Per the clinic, the patient experienced pain and a non-auditory shocks with and without device use. The patient was hospitalised from (B)(6) 2014 due to pain at the implant site. The patient was treated with oral antibiotics (dosage and duration not reported).